Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. 1. Were any cultures taken? Results? No. 2. Please describe how was the adhesive was applied. As according to IFU. 3. What prep was used prior to, during or after adhesive use? Chlorohexidine. 4. Was a dressing placed over the incision? If so, what type of cover dressing used? No. 5. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not known. 6. Is the patient hypersensitive to pressure sensitive adhesives? Not known. 7. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not known. 8. Patient demographics: initials / ID, gender, age or date of birth; bmi not known. 9. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not known 10. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not known. 11. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not known. 12. Product lot of products used? Not known. 13. Current patient status. Recovered and well. 14. Source of information: obtained from the name and title of reporter on dd mmm yyyy or provided from knowledge as you were present in the case? I was in case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a liver resection procedure on (B)(6) 2025 and topical skin adhesive was used. Suspected allergic contact dermatitis (acd) from the use of adhesive. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> unknown, patient status/ outcome / consequences --> was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none. Additional information has been requested and received. What is the procedure name? Left lateral liver resection 2. What is the procedure date (dd/mm/yyyy)? (B)(6) 2025 3. What date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2025. 4. Was there any medical or surgical intervention performed to treat allergic contact dermatitis (acd) (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was removed as advised. Antihistamines were prescribed - surgeon unable to remember name and dosage of antihistamine but mentioned it was "small dose". 5. If medication was required, please clarify if it was prescription strength. 6. Can you identify the lot number of the product that was used? No 7. What is the most current patient status? Recovered 8. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No 9. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) and date new information was received obtained from dr (B)(6) on (B)(6) 2025. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.